Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/11/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection event was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection.